Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product contained what appeared to be "ridges" which caused difficulty upon removing the catheter, and also caused pain to the patient. As a result the deflation port was cut to remove the catheter. No patient injury was reported.

Manufacturer narrative:
Received 1 used silicone foley catheter still attached to the catheter connector only. The inflation arm was cut off from the catheter and was not returned. Visual inspection noted no obvious defects. No cuff roll was found. The functional evaluation could not be performed due to the inflation arm was cut. Per dimensional evaluation, the active length was measure and results were as follows: short side= 0.7695¿, long side=0.7870¿ (active length specification is 0.6¿ to 0.9¿). The catheter active length was found within specification. The reported issue was inconclusive due to poor sample condition. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product contained what appeared to be "ridges" which caused difficulty upon removing the catheter, and also caused pain to the patient. As a result the deflation port was cut to remove the catheter. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product contained what appeared to be "ridges" which caused difficulty upon removing the catheter, and also caused pain to the patient. As a result the deflation port was cut to remove the catheter. No patient injury was reported.